Event description:
Boston scientific received information that during a follow up visit, this chronic right ventricular lead and device displayed high out of range impedance measurements and increased thresholds. During a device change in approximately eight months earlier, normal impedance measurements were obtained. An internal technical service (ts) consultant was contacted regarding possible reasons for this issue. Ts reviewed the information and determined could be due to under insertion of the lead or a lead fracture. Subsequently, a revision procedure was performed. The pocket was opened and lead measurements obtained were within normal range. The lead was re-secured in the device header and similar measurements were obtained. While closing the pocket impedance measurements began to increase. Then a further measurement was taken again with the psa and found within range. There were concerns of a possible device header issue. A decision was made to replace the device. The device was removed, replaced and returned for analysis. This lead was reconnected to the replacement device and acceptable measurements were obtained. Reportedly during the implant of this system; resistance had been experienced inserting the right ventricular lead into the device header. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was reconnected to the replacement device and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.